Manufacturer narrative:
Insulin pump passed displacement test, self-test, unexpected restart error test, off no power test and all operating currents tested within the specific range. Insulin pump was monitored and tested with failed battery test, blank display and unexpected battery out limit alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for failed batt test. Customer¿s blood glucose was 218 mg/dl. Customer reported that her insulin pump is not turning on and has installed a new battery. Customer was changing battery and priming pump. The customer was assisted with troubleshooting and the they received failed battery test. Customer installed a new battery while on the phone and it turned back on with a battery out limit message , customer cleared alarm and followed by a failed battery test alert. The insulin pump will be returned for analysis.